Event description:
A pt reported possible inaccurate results with a surestep meter. During back to back testing, the surestep meter displayed blood glucose readings of 61mg/dl, 144mg/dl, 112mg/dl and 160mg/dl successively. Pt did not experience any adverse events. Meter has been replaced. No further info is available. No allegations of harm have been made.